Event description:
Rn found a very large area of clear liquid on the floor by the patient's bed and tracked it down to being ivf and antibiotic that was leaking from the IV tubing (area of tubing was located inside of the IV pump). Patient didn't receive the hung and signed off vancomycin as prescribed (since it was on the floor instead). Rn came to charge nurse (cn) and together we witnessed the ivf tubing with a leak. It was removed from pump and retained for inspection. Tape was placed around the area of tubing where it was leaking. We inspected the IV pump thoroughly - no abnormalities or sharp edges seen.